Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2016 indicate the patient received a left total knee replacement due to severe degenerative joint disease and flexion contracture. The patella was resurfaced, and depuy cement was utilized x2. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2019 indicate the patient received a left total knee revision due to pain, decreased range of motion. Initially, manipulation under anesthesia and joint aspiration was performed that provided temporary relief, it was then determined a revision was needed. Upon entering the joint, significant scar tissue was encountered and removed. The femoral and patella components were not revised, no indication of deficiency. The tibial component was subsided and loose at the cement to implant interface. Tibial insert revised without indication of deficiency. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2016 dor: (B)(6) 2019 left knee.